Event description:
Tacker fired, but did not anchor mesh despite multiple attempts by the surgeon. Surgeon is very experienced and familiar with the use of this product. Another brand was used successfully. No patient/staff harm.